Manufacturer narrative:
A review of lot c115 was conducted. There was one nonconformance related to this type of failure for this lot. Manufacturing procedure bounds the failure by additional testing of procedural kits where the failure has occurred. The lot met release requirements. Trends were reviewed for complaints category, drive tube leak/break and no trends were detected. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. (B)(4).

Event description:
Therakos sales representative called on behalf of customer to report drive tube leak at 1513 ml whole blood processed. Clinical services specialist asked if the drive tube was broken, customer stated drive tube was not broken but there was a hole in the drive tube. Customer stated the treatment was aborted and only the contents of the return bag and treatment bag were returned manually to the patient. Contents of the bowl were not returned to the patient. Customer stated the patient was stable. Customer stated that service would not be required; the instrument is in working condition. The kit has been discarded.